Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced hyperglycemia and admitted to intensive care unit insulin pump was under delivering. Customer's blood glucose level was 30 mmol/l. Customer also stated that the insulin pump stopped working. Customer reported that his doctor's stated to get a replacement insulin pump. Customer experienced symptoms such as positive results in ketones test, nausea, vomiting and abdominal pain as a result of hyperglycemia. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not called back to perform an high pressure test. Reservoir will not be returned for analysis.

Manufacturer narrative:
A test p-cap and reservoir locks into place inside the reservoir compartment properly. Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. No under delivery anomaly noted during testing. (B)(4).